Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, serial/lot #: (B)(6) , UDI#: (B)(4) ; product ID: 9735992, serial/lot #: (B)(6) ; product ID: 9736143 ; product ID: 9735992, serial/lot #: (B)(6) h3: a manufacturer representative went to the site to test the equipment. In summary, a computer upgrade was performed. After removing the network switch and replacing it back into the navigation system, suddenly the official static ip address stayed in the memory of the navigation system. Codes fdm b01, fdr c02 and c04, fdc d02 are applicable to this analysis. D9, h2, h3: the hardware (9735992, lot no. 1708334591500105) was returned and analysis was performed. The legacy checkpoint was tested and the wan, dmz, and all eight ethernet ports were found to be functioning properly, it did not pass the configuration validation. The device was subsequently factory reset and reconfigured, after which it successfully passed all validation checks. Codes fdm b01, fdr c10, fdc d02 are applicable to this analysis. The hardware (9735764r, lot no. 1637c00157) was returned and analysis was performed. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. H6: multiple annex g codes were reported. G02007 corresponds to concomitant product 9735764r that comprises the reported event. G02004 corresponds to concomitant product 9736143 that comprises the reported event. G0200703 corresponds to concomitant products 9735992, lot no. 15114614665100283 and 9735992, lot no. 1708334591500105 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were communication problems with the microscope. There was no patient involvement. Additional information was later received stating that this was not a one-time problem. The communication between the microscope and the navigation system #1 often did not work but can still be restored when the microscope was restarted. The combination with their other navigation system #2 works fine. Both navigation systems after a software update worked as intended on both systems.